Manufacturer narrative:
Tracking no: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, there was difficulty firing the device which resulted in a partial fire. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of received one stapler. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter noted no abnormalities externally. During functional evaluation, the subject adapter tested satisfactorily and fully fired with a pmv handle. Upon disassembly, damage to the lockout slider block was noted. Replication of the damage seen on the lockout slider block can be achieved by firing/clamping a sulu when it is not fully loaded into the adapter. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.